Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) sensor became unpaired from the ilet, and the caller requested instructions for manual blood glucose entry; education on manual entry and next steps for troubleshooting were provided. No adverse clinical symptoms reported. Outcomes included no impact beyond the temporary loss of continuous glucose data and the need for user education. User support included customer support triage and troubleshooting guidance. Investigation of this case revealed a pairing failure between the ilet and the dexcom g7; no responsible device was identified and no device component malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of a device malfunction.